Event description:
The hcp rpeorted that the pt had the pump replaced after an implant duration of 20 months. The pt had indicated to the hcp that he "dosent feel pump is working as well as it has been and complaining of hearing beeps." The pt was seen in clinic where alarm tests were performed. Alarms were noted by hcp and pt to be occurring approx every 5 minutes. No volume discrepancies were reported. A dye study was performed with no significant issues revealed. As this is a baclofen pump, the hcp did not want to take any risks, so the pt underwent pump replacement in 2006. The pt is reported to be doing well now.